Manufacturer narrative:
As per technical support, multiple attempts were made to contact the customer. Messages were left requesting the customer contact hill-rom when the issue had been corrected. No contact from the customer has been received. It is unk on the current status of this equipment. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Customer stated that the bed would drift when in trend.